Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed noise and oversensing which lead to inappropriate atrial tachy response (atr) episodes. Pacing impedance was noted to be varied between 400-1000 ohms. There were no adverse patient effects. The patient will continue to be monitored.